Event description:
The home patient (hp) contacted baxter's service center stating that when the homechoice (hc) displayed "connect yourself", she had connected to the final line in error during use in the initial drain. The hp stated she pressed "go" to the initial drain and then stopped the hc. The hp stated she disconnected from the final line and tried to connect to what she thought was the patient line but it did not fit her transfer set so she disconnected again and called the technical service representative (tsr). The tsr advised the hp would need to start over with all new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance contacted the home patient on (B)(6) 2012 and she said she has been completing therapy successfully since then. She said she had the patient line in the wrong spot on the organizer and that caused the issue she had trying to connect. She says she is more careful now about where all her lines are in the organizer. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.